Manufacturer narrative:
(B)(4). Baxter product surveillance spoke with peritoneal dialysis nurse (pdn) on (B)(6) 2010, who verified that the hp did not develop any type of adverse clinical symptoms that she was aware of as a result of this incident. The hp would have discarded the sample and finished the box of product by now. The pdn was not aware of this exact incident, but stated that the hp is doing fine and continuing therapy.

Event description:
A customer contacted baxter's global technical service center to report an alarm on the homechoice (hc) machine during prime. The home patient (hp) stated the heater line appeared to be melted together where it connected into the bag. The technical service representative (tsr) advised the hp to start over with new supplies. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.